Manufacturer narrative:
Continuation of concomitant: 5076-45 lead, implanted (B)(6) 2009.

Event description:
It was reported that a right ventricular (rv) lead integrity alert triggered for high rate non-sustained episodes and non-physiologic oversensing, a possible lead fracture was also reported. The lead was capped and replaced. No patient complications have been reported as a result of this event.